Event description:
It was reported that on (B)(6) 2026, during initial insertion, the spring wire guide (swg) encountered resistance, making advancement difficult. Multiple attempts to adjust and advance the guidewire were unsuccessful. Upon evaluation, including review of attached photographs, the swg was observed to be kinked. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as fine. No additional medical intervention was required beyond removal of the affected device, and the procedure was completed successfully following replacement with another device.

Manufacturer narrative:
Qn#(B)(4).